Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was over 600 mg/dl at the time of the incident. Patient's current bg: 152 mg/dl. Customer states her insulin pump is not working, customer states she thinks she isn't getting any insulin. Customer treated for high blood glucose with insulin and syringes. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer reported that drive support cap is slightly indented. Customer reported that lcd screen had scratches. Customer is not calling back to perform an high pressure test. The pump will be returned for analysis.